Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet pump, including a documented glucose of 57 mg/dl that followed prior overtreatment of a low and subsequent pump-driven correction that contributed to another low, with recovery after oral carbohydrates and glucose per standard treatment. Symptoms included hypoglycemia. Outcomes included the need for medication-level intervention via oral glucose. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to improper or incorrect procedure, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.